Manufacturer narrative:
The manufacturer previously reported information received that a patient using a fisher and paykel vitera mask had detached from the circuit at the swivel connector and a circuit disconnect alarm sounded from the trilogy evo ventilator. It was reported that the patient was found lying face down in respiratory arrest. The doctor was contacted, and manual ventilation was initiated, however the patient expired. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". During the evaluation of the device's event log no error indicating a device failure for the reported date and time was confirmed. No device failure related to the reported issue was confirmed by any other investigations either. Since dirt was confirmed, inline proximal filter was replaced. Since usb extension cable was found damaged due to having been pinched, it was replaced. (There was neither thermal damage nor exposed conducting wires.) Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.

Event description:
The manufacturer received information that a patient using a fisher and paykel vitera mask had detached from the circuit at the swivel connector and a circuit disconnect alarm sounded from the trilogy evo ventilator. It was reported that the patient was found lying face down in respiratory arrest. The doctor was contacted, and manual ventilation was initiated, however the patient expired. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.